Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing non-sustained right ventricular oversensing. The device was post paced t wave oversensing on the ventricular lead. The patient did not receive therapy during oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were suggested. No intervention was performed.

Event description:
New information received on 1/15/2018 notes that the suggested programming changes were done and the patient was stable.